Event description:
It was reported that during a lead revision, physician was unable to turn setscrew after removing the associated lead. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: our laboratory analysis of the ICD confirmed the reported set screw anomaly. As received, the rv is-1 ring septum was missing. The ICD header was examined under magnification and damage to all of the septa was observed. Septum material was observed in the rv is-1 ring set screw hex cavity and the set screw hex appeared stripped. Test leads were inserted into each header bore and the rv 1s-1 ring set screw would not tighten. As the rv is-1 septum was received missing, a new set screw was placed in the rv 1s-1 ring and normal function was verified.